Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an stonetome sphincterotome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6), 2010. According to the complainant, after cutting the papilla, the physician noted that the device's cut wire was broken; no part of the cut wire fell into the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination revealed that the exposed cut wire was broken near the proximal pierce hole. The broken section of the exposed cut wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. During analysis, the retracted cut wire was pushed out of the extrusion through the proximal pierce hole. The cut wire was discolored from usage and appeared burnt/blackened. The outer diameter of the exposed cut wire was measured and met specification. The condition of the returned incident device was consistent with the complaint that the cutting wire was broken. During manufacturing, tome devices are 100% inspected for working length, cut wire and tip integrity as well as bowing/handle functionality so the wire likely snapped due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an stonetome sphincterotome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6), 2010. According to the complainant, after cutting the papilla, the physician noted that the device's cut wire was broken; no part of the cut wire fell into the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.